Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that when a patient presented in clinic for a follow up, rv lead was found to be pulled back into the right atrium. Lead dislodgement was confirmed on fluoroscopy. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece. The helix was found retracted and clogged with dried blood/tissue. After cleaning, the helix could extend and retract. The measured full helix extension length was within specification. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion breaching the optim sheath was found at 18.5 ¿ 19.0 cm from the connector pin consistent with friction to device can. The silicone insulation was found intact in this location. The cause of the external insulation abrasion is consistent with friction to another device or feature of the patient anatomy.